Event description:
It was reported that there were telemetry issues, and that replacing the radio frequency (rf) programmer head did not resolve. It was noted that the issue was specific to one family of implantable heart devices. It was further reported the programmer was unable to be updated via the software distribution network (sdn), that the screen froze and gave an error message. Running the service disk did not help. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID r2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of telemetry issues, an error was received when interrogating a device, therefore a pin reconfiguration was completed and the software reloaded to resolve. Analysis was unable to confirm the customer comment that the programmer was unable to update software via the software distribution network (sdn), the programmer was connected to the software network and was able to update with no issues found. Analysis did find that the printer would not print as the printer switch was missing, therefore the printer was replaced. Concomitant products: product ID r2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that there were telemetry issues, and that replacing the radio frequency (rf) programmer head did not resolve. It was noted that the issue was specific to one family of implantable heart devices. It was further reported the programmer was unable to be updated via the software distribution network (sdn), that the screen froze and gave an error message. Running the service disk did not help. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.